Event description:
Additional information received on 4/21/2026: pcp progress note on (B)(6) 2025: patient was "hospitalized from (B)(6) 2025 to (B)(6) 2025 for acute liver failure. She went to the hospital due to abdominal pain and scleral icterus. Imaging did reveal some thickening of the gallbladder wall and some gallstones; however, she was found to have igg antibodies to epstein-barr and igm antibodies for cmv. Her acute hepatitis c antibodies were extremely elevated and she tested negative for hiv. She is a PICC nurse and claims she had a needlestick injury back in (B)(6) 2025 which is where she suspects she was exposed to hepatitis c. During her time in the hospital, she lost her job and therefore lost her insurance. It was recommended she follow-up with general surgery to have her gallbladder removed, but more importantly she was to follow-up with harbin gi and infectious disease for treatment of acute hep c. She was unable to complete hospital follow-up visits until she obtained insurance which went into effect october 1. Removed, but more importantly she was to follow-up with harbin gi and infectious disease for treatment of acute hep c. Upon hospital discharge, she was to complete a 3-week course of prednisone and a 2-week course of an antiviral medication for the cmv. Her symptoms of jaundice and abdominal pain subsided and she has not seen any specialist at this point following her hospital discharge.¿ gi summary: patient was seen by gi on (B)(6) 2026 for hcv (hepatitis c virus), elevated lfts and jaundice. History of needle stick injury in last 6 months from patient with hcv. Labs ast 1400, alt 1700, alk phos 308, total bill 9.2, hiv negative, hcv positive with viral load of 6,800,000 ruq us gallbladder wall thickening with pericholecystic fluid, cbd 9 mm, hepatic hemangiomas. Mrcp no evidence of biliary obstruction, nonspecific gallbladder wall thickening likely related to liver injury. Autoimmune serology negative, positive cmv igm/ID consulted, started on valgancidovir. Liver biopsy increased eosinophils, likely drug-induced liver injury, was started on steroids due to continued rise in lft's. Labs (B)(6) 2025 platelets 292, total bili 0.5, alk phos 75, ast 30, alt 39. Patient denies history of family liver disfunction. Prescribed epclusa medication progress note from pcp on (B)(6) 2025 indicates patient¿s liver enzymes are ¿almost back to normal¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that despite following all proper protocols and utilizing the device as intended, the guard on the needle slid down, exposing the sharp and causing the puncture. The device¿s safety mechanism failed to engage as intended, resulting in a needle stick. The patient involved was hepatitis c positive. Impacted clinician acquired hepatitis c and was diagnosed with liver failure.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.